Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 2/24/2022, it was reported by a sales representative via phone that an 3.5 swivelock from an ar-1788j-cp internalbrace implant system anchor body fell apart during insertion. The anchor did not break inside the patient nor did it break off from the inserter. Surgeon opened a new internalbrace¿ implant system kit to complete the case without further issues. This was discovered during an lateral ankle instability with internalbrace repair on (B)(6) 2022.